Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04199 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a soloist single needle electrode were used during a bone rfa (radiofrequency ablation) procedure performed on (B)(4), 2010. According to the complainant, while attempting to ablate a bone tumor, a console error (e01, e03) occurred. Roll-off was not able to be achieved and the procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of the alleged issue. The complaint was not confirmed. However, information received noted that the device was being used to ablate bone. The rf generator and leveen electrode directions for use (dfu) describe the general indication of soft tissue ablations with a specific indication for liver ablation. A bone ablation is considered off-label use. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A review of the device labeling was performed and found that there is evidence that the device was not used in accordance with the labeling. It does appear the method of use of the device caused or contributed to the event. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04199 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a soloist single needle electrode were used during a bone rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, while attempting to ablate a bone tumor, a console error (e01, e03) occurred. Roll-off was not able to be achieved and the procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) (insufficient roll-off). The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4)